Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that there was a crack in the smooth flo flex tube. It is possible that the crack is due to improper storage. The storage instructions in the IFU mention that this product must be stored in a cool, dry place, protected from light and ozone. In addition, the product is not conductive and must not be used with explosive/flammable gas. The instructions also mention to check the system for leaks. At the manufacturing site, a 100% inspection and leak testing is conducted on this product; therefore, a defect of this type would be detected prior to release. The defect was found during use; therefore it is most likely that the defect occurred due to improper storage or mishandling, although this could not be confirmed. A conclusion code could not be found as a crack was found in the tube; however, a true root cause was not established.

Event description:
Customer complaint alleges "there was a crack found on the flex-tube"during use on a patient, so the user changed the device because of "suspected air leaking". It was reported there was no harm or injury to the patient. Patient's condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges "there was a crack found on the flex-tube"during use on a patient, so the user changed the device because of "suspected air leaking". It was reported there was no harm or injury to the patient. Patient's condition reported as "fine".